Event description:
Customer reported hearing a noise that sounded as if the board's shaft was spinning freely and user advisory 17 message was shown on the display. No adverse event reported.

Manufacturer narrative:
Zoll medical corp has not yet received the product. A supplemental report will be filed when device is received and investigated. No adverse event reported.